Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire tip separation requiring surgical intervention. Device issue: guide wire tip separation. It was reported that during use of the device, the tip of the guide wire become wedged in a restenosed stent (unk type of stent) and the tip separated. The pt was sent to surgery for removal of the tip. The physician believes it wasn't the wire's fault. No additional event or pt info is available.